Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer hcp noted evidence to suggest there was a split in PICC. Chemo was being infused via these devices, oxaliplatin and irinotecan. Devices had holes form under the skin, causing fluids to backtrack into the dressing. Holes were cm. Away from the secur-a-cath feet/legs and insertion site. Piccs removed and holes seen. There have been minimal distance between secur-a-cath and perforation of 3cm and some which are close to 8cm form point of insertion. Hcp considered one to be a proximal hole as clotted blood found all the way back in the hub assembly unable to find a hole-probably due to the lumen being totally clotted. No other information was provided. It was reported this occurred with four devices. This report addresses the first device and the one clotted.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed and was determined to be use related. One segment of a 4 fr single lumen powerpicc catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. A large longitudinal split was observed in the catheter tubing around the 40 cm depth marker. Evidence of kinking was observed around this split. Some tensile weakness was observed in the catheter tubing around the area of the split. A microscopic observation revealed the edges of the split were mostly straight and even, but slightly curved. The fracture surfaces were observed to be flat and granular in texture. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer hcp noted evidence to suggest there was a split in PICC. Chemo was being infused. Device had holes form under the skin, causing fluids to backtrack into the dressing. Holes were cm. Away from the secur-a-cath feet/legs and insertion site. PICC removed and holes seen. There have been minimal distance between secur-a-cath and perforation of 3cm and some which are close to 8cm form point of insertion. Hcp considered one to be a proximal hole as clotted blood found all the way back in the hub assembly unable to find a hole-probably due to the lumen being totally clotted. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that hcp noticed evidence to suggest there was a split in PICC. Chemo was being infused via these devices oxaliplatin and irinotecan. "The device had holes form under the skin causing fluids to backtrack into the dressing, the holes were multi cm. Away from the securacath feet/legs". PICC was removed and holes were seen. Securecath used but hole were centimeters from insertion site. Treatment: oxaliplatin/5fu.